Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the adapter noted one cracked solder joint. Visual inspection of the handle noted no visual abnormalities. Functional evaluation of the adapter did not replicate the reported condition of uncontrolled articulation. The cracked solder joints were concluded to be the most likely root cause of the reported condition. A product enhancement has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Endo gia adapter standard has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
According the reporter: during a low anterior resection procedure, upon loading of the reload for a side-to-end anastomosis, the reload started moving by itself on the instrument table. The device was not used on the patient and the blind end was closed with another device. No adverse events have been reported.